Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The distributor alleged that the pump was losing contact with the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed record of power interruptions. On examination, the battery compartment was cracked below the bumper pad. The battery cap returned with the pump for investigation was evaluated and found to be within the required specifications and was able to be attached to the pump securely and maintain electrical contact. On investigation, ¿ez-prime¿ steps were performed correctly with no power interruption and no errors, alarms or warnings occurring during the investigation. Investigation did not duplicate the ¿intermittent power¿ complaint. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display screen contrast was dim and discolored.